Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level. Customer's blood glucose value was 27.5 mmol/l at the time of the call. It was reported that the customer was nauseous. The customer was assisted with troubleshooting. The customer was treated with insulin. It was reported that the customer's blood glucose was 23.5 mmol/l and was going down slowly. The insulin pump will not be returned for analysis.